Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
The customer reported to vyaire medical that the lap top ventilator 1200 has internal o2 (oxygen) leak. The customer confirmed that there was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation: result of investigation: vyaire medical received the device for investigation. Visual inspection of uut (unit under test) revealed no abnormalities on the unit. The reported issue was not confirmed or duplicated. Uut (unit under test was found to be functional without any faults. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.